Event description:
It was reported that approximately 8 months post-operatively a yukon oct polyaxial screw shank fractured at the tulip head and shank junction at t1. Revision surgery has not been performed at this time.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
H6 codes have been updated to reflect conclusion of the investigation. H3 other text: no product returned.

Event description:
A company representative reported that a patient was revised approximately 8 months after implantation to address two fractured yukon polyaxial screws at t1, one of which also migrated and one migrated yukon set screw. This report is for the first of two fractured yukon polyaxial screws.